Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room on (B)(6) 2020 at 08:00 am for low blood glucose. The blood glucose level at the time of event was 22 mg/dl which was treated by paramedics at home by giving intravenous glucose and glucose tablet. It was reported the customer was sleeping prior to the event. The customer alleged the pump was over delivering insulin due to consistent low blood glucose. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer¿s current blood glucose value was 105 mg/dl. The customer was assisted with programming the pump. The customer was not using the auto mode feature at time of low blood glucose event. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.